Event description:
It was reported the patient had underdose symptoms and was not getting good enough effect. A dye study was performed and resulted in identifying an infection (meningitis). An explant was done (surgical intervention) and they thought they could see infection signs along the catheter path. The pump was used to deliver lioresal (baclofen). The outcome of the event was not reported.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID neu_unknown, product type: unknown. (B)(4).

Event description:
Additional information received reported the healthcare professional (hcp) believed "they may have contaminated the needle to the cap-kit themselves" and it was a user-mistake and not a product issue. The patent did get better, but the manufacturer representative was unable to get the "whole story" due to interruptions from another hcp.